Event description:
A malfunction with code malf 12 was reported, and the customer was unsure if their blood glucose level exceeded 500 mg/dl, as they declined to answer. The issue did not recur after technical support assisted in resetting the pump, and the customer was advised to continue using the pump with the instruction to report any future malfunctions.